Event description:
It was reported that the device was explanted due to output anomaly. Lv amplitude high due to high thresholds.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly could not be reproduced in the laboratory. Based upon device parameters and usage information, a longevity calculation was performed. The battery was within expected longevity performance. The device's functionality was tested on the automated test system and on the bench. No anomalies were detected.

Event description:
The surgeon trialed with the real component prior to cement being mixed. The component was removed without any damage, however, during implantation 2 components were damaged before switching to a keeled implant.